Manufacturer narrative:
For the 1 event reported under exemption number e2012015, the device was disposed. (B)(4).

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012015 for product code kog. This report covers 1 reported event of balloon burst. All demographic information is unknown.